Event description:
Iab inserted on 12/11/96. Later that day there was an iab alarm and approx. 30 mins. Later the nursing staff noticed blood in tubing. The iab was removed and none replaced, no further therapy needed. Pt is reported fine.